Manufacturer narrative:
H.6. Investigation: 4 samples were received and tested by our quality team. They all had clearly separated from the drip chamber, verifying the customer's complaint. Visual analyses under microscope was then employed to understand the failure further. It was discovered that the root cause of the separation was a lack of solvent used in the assembly process. A trend for the separation issue has been identified for this product line. We have funded a project, CAPA#1244466, to examine how to further increase the robustness of the ms3500-15 device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber assembly are in the process of being implemented. A device history record review for model ms3500-15 lot number 20023134 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20023134 regarding item #ms3500-15.

Event description:
It was reported that 2 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: material #: ms3500-15 batch/lot #: 20023134. Customer reported the secondary sets are coming apart. The tubing is coming out of the drip chamber. Occurred with 2 sets so far. Injuries or adverse event: no.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: material #: ms3500-15 batch/lot #: 20023134. Customer reported the secondary sets are coming apart. The tubing is coming out of the drip chamber. Occurred with 2 sets so far. Injuries or adverse event: no.